Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES the drawer failed and had a record of insulin as part loaded in Drawer 2.2, Pocket A4 but that slot was empty. The customer reported that there was a delay in patient care.As per part investigation, it was that determined that ASSY RETRACTOR DWR HH CUBIE (PN 353844-01) which led to the observed thermal damage and faulty diode D501 and MOSFET Q501 on the PCBA DWR CNTLR v1.10/v1. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on. PART ANALYSIS:The report condition of Drawer keeps failing hardware was confirmed during field service engineer (FSE) testing and subsequently confirmed during the DCHU inspection process. According to work order #(b)(4), the FSE reported that the Main half height smart drawer, 2.2 cubie A4 failed. The FSE removed cubie, but it would not unload cubie. So, the FSE replaced drawer board and retractor band able to unload correctly. The FSE logged into hardware test application (HTA) and ran final test on main half height 2.2. Final test passed successfully. The report was closed. During DCHU Visual Inspection: PN 353844-01: The ASSY RETRACTOR DWR HH CUBIE was received with copper strands in contact with adjacent copper strands. PN 151622-01 SN (b)(6): The PCBA DWR CNTLR v1.10/v1 was received with no signs of physical damage, fluid ingress or missing components. During DCHU Testing: PN 353844-01: The testing from DCHU was not required due to the signs of thermal damage observed on the copper strands during the visual inspection.PN 151622-01 SN (b)(6): Was evaluated on an ESD protected surface with a calibrated DMM and it failed during the resistance testing on components diode D501 and MOSFET Q501. No further testing is required. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: the root cause of the complaint Failed drawer was identified as: A short between adjacent copper strands of the ASSY RETRACTOR DWR HH CUBIE(PN 353844-01) which led to the observed thermal damage. A faulty diode D501 and MOSFET Q501 on the PCBA DWR CNTLR v1.10/v1 (SN 5431907087) which led to circuit instability and ultimately compromised the drawer's functionality.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 01-OCT-2015 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE DRAWER POCKET WAS FAILED. A FIELD SERVICE ENGINEER (FSE) REMOVED THE CUBIE, WHICH INITIALLY COULD NOT BE UNLOADED. THE DRAWER BOARD AND RETRACTOR BAND WERE REPLACED, ALLOWING THE CUBIE TO UNLOAD CORRECTLY. THE FSE THEN LOGGED INTO THE HARDWARE TEST APPLICATION (HTA) AND PERFORMED A FINAL TEST ON THE MAIN HALF HEIGHT DRAWER TO CONFIRM PROPER FUNCTIONALITY. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES THE DRAWER FAILED AND HAD A RECORD OF INSULIN AS PART LOADED IN DRAWER 2.2, POCKET A4 BUT THAT SLOT WAS EMPTY. THE CUSTOMER REPORTED THAT THERE WAS A DELAY IN PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.